Manufacturer narrative:
The device involved in this event will not be returned for evaluation as the coil was implanted in the pt, and the pusher was discarded.

Event description:
Coiling treatment of an aneurysm. While advancing the coil into the aneurysm, it was reported the catheter herniated back into the vessel. The physician attempts to reposition the catheter and it would not tracked over the coil. Upon removal, the coil detached from the pusher assembly and reported approximately 20cm of the coil remained in the patient. No pt injury reported.